Event description:
Pt undergoing laparoscopic esophagectomy using a disposable laparoscopic harmonic ace+7 shears. Noted the tip was blackened and teflon pad melted, mis-shaped. Instrument was removed and new disposable harmonic shear was used. No damage noted to pt.